Manufacturer narrative:
(B)(4). (Exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 03aug2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 08/sep/2017 and inspection of the unit was performed on 13/sep/2017 where the quality control inspector found the following: insertion tube severe crush at stage 1. Light carrying bundle has less than 70% transmission. Passed wet leak test. Umbilical cable severe crush. Umbilical cable dent. Lightguide prong bent. Passed dry leak test. Image dark. Customer complaint confirmed. Hole in # 2 remote control button cover. Insertion tube mild crush at stage 2. Distal cap missing silicone. Air/ water socket cylinder o-ring chipped. Hole in # 4 remote control button cover. Segment compressed. Segment worn out unable to attain required angulation. Insertion tube root brace cut. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs included the distal case/cap, which was replaced and resealed pursuant to the field correction, and returned to the user on 25/sep/2017. Parts replaced: o-rings and seals, distal end w/ccd-m imp-t pb-free/nt, adjusting collar, bending rubber, segment attaching screw, distal case attaching screw, insertion flexible tube, segment assy attaching screw, rl pulley assy, ud pulley assy, remote control button(1), light guide cable, shield cover, distal case/cap, staycoil collar, segment staycoil assy imp-c/pb-free, root brace rubber.